Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the right atrial (ra) lead exhibited over-sensing of noise resulting in inappropriate automatic mode switch. The ra lead was capped and replaced on (B)(6) 2021. The patient did not experience any consequences throughout the event.